Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug (dose, route and frequency were not reported) for the event. At the time of this report, the patient has recovered and pd therapy was withdrawn. No additional information is available as the reporter declined follow up.